Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9:30am on (B)(6). The patient reported obtaining a blood glucose reading of 360mg/dl on the subject meter and 153mg/dl on another ultra2 meter within two minutes of each other. The patient manages their diabetes with a combination of medication including metformin and januvia. The patient reported developing symptoms of ¿shakiness¿ at the same time as the reported high reading. The patient denied making any changes to their usual diabetes management regimen or receiving any treatment for this symptom. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.